Event description:
Device was returned for service. During service, technician found rusted bearings and twisted rusty clutch. Failed temperature test.

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the control unit did not operate. This was attributed to excessive normal wear. Various parts were replaced. Device was repaired and returned to the customer.